Event description:
The customer reported that the ventilator went vent inop and alarmed due to a data acquisition pcba adc reference failure. The ventilator was not in use on a patient therefore there was no patient harm or involvement. Review of the device diagnostic log confirmed the reported vent inop occurrence. The manufacturer's service technician replaced the power management pcb board and data acquisition to motor controller pcb cable to address the reported problem. Performance verification testing was completed and tests passed to operating specifications. A vent inop condition during operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced.